Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy. The patient also reported a known allergy for nickel and latex. There was no alleged device malfunction contributing to the irritation. The patient¿s advised temporarily removing the lifevest to allow the skin irritation to heal. Follow up indicated that the skin irritation improved.